Manufacturer narrative:
(B)(4). One piece sled the (B)(4) cartridge reload was received with the one piece sled missing and partially fired, making the cartridge reload nonfunctional. No functional test was performed due to the condition of the reload. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. In addition, it should be noted that all reloads are inspected 100% for staples and one piece sled presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the drivers didn't move and the reload didn't staple. Another new reload was used to complete the procedure. There were no adverse consequences for the patient.